Event description:
The affiliate reported that when the box was opened after delivery, a foreign matter like hair was found one of the forceps in the box. The customer requested to exchange all products in the box. There were no adverse consequences to the patients.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Note: affiliate reported quantity is 5 products; however, only 1 product was returned. Received 1 instrument inside the original unopened package. The complaint of "foreign matter like hair was found on the forceps" was confirmed. The product (package) was sent to the supplier for further evaluation on (B)(6) 2013. Upon completion of the investigation, it was noted that the supplier evaluated this complaint. Supplier evaluation is as follows: a new procedure (B)(4) cea cleaning procedure was created through dcr (B)(4) in (B)(6) of 2013. This procedure detailed the frequency and cleaning materials for each cea. Additionally, the personnel practices for cea sop (B)(4) was also updated to reflect proper practice for reducing particulates and general personnel practices through dcr (B)(4). Both the two dcrs have been closed out in our system and all the required training have been completed. There has been no new complaints since (B)(6) 2013. This has been the only complaint for this product family from (B)(6) 2013. In the year 2013, synergetics produced (B)(4) units and only (B)(4) complaint has been reported. If there are further issues noted, the corrective actions taken shall be revisited. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Please be advised that additional information from the affiliate stated that the lot number was m245990.

Event description:
Please be advised that additional information from the affiliate stated that the lot number was m245990.